Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which contained the following information regarding an abbott diabetes care (adc) device: a customer reported, ¿after several low glucose alarms, I received an ultra-low glucose alert. I performed a finger stick comparison, which showed a blood glucose level of 104 from an unspecified device, compared to a sensor reading of 55". It is unknown whether the customer noted a trend arrow on the device. The customer further stated: ¿since august, I have returned or replaced 11 sensors. Abbott has sent me replacements each time I reported an issue of sensor readings being 25 to 50 units lower than my finger prick blood test.¿ no patient consequences or third-party treatment were reported. Furthermore, no contact information was provided to adc; therefore, adc is unable to conduct any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference report mw5180497, mw5180498, mw5180499, mw5180500, mw5180501, mw5180502, mw5180503, mw5180505, mw5180506, mw5180507. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which contained the following information regarding an abbott diabetes care (adc) device: a customer reported, ¿after several low glucose alarms, I received an ultra-low glucose alert. I performed a finger stick comparison, which showed a blood glucose level of 104 from an unspecified device, compared to a sensor reading of 55". It is unknown whether the customer noted a trend arrow on the device. The customer further stated: ¿since august, I have returned or replaced 11 sensors. Abbott has sent me replacements each time I reported an issue of sensor readings being 25 to 50 units lower than my finger prick blood test.¿ no patient consequences or third-party treatment were reported. Furthermore, no contact information was provided to adc; therefore, adc is unable to conduct any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.